Event description:
It was reported that during a kyphoplasty procedure, imaging was difficult as the female patient was very small and was severely osteoporotic. While gaining access to the t9 vertebral body, the placing of the trocar was too lateral and the tip of the trocar scathed the right lung, but did not penetrate it. The kyphoplasty procedure was completed successfully with no further complications. The patient was admitted to the ICU to be monitored overnight and is doing fine. Reportedly, the patient's back pain was alleviated. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.